Manufacturer narrative:
Follow-up # 1 ¿ (12/24/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/30/2013 and 12/16/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have spc pin 1-3 contaminated with dry blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 5 meter issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.